Event description:
It was reported that the patient experienced issues pumping his inflatable penile prosthesis (ipp) to full erection due to a leak in the reservoir. A new ipp was implanted. There were no patient adverse effects in relation to this event. Additional information was requested and will be provided as it becomes available.